Manufacturer narrative:
(B)(4) is the assembler of a convenience kit on behalf of the (B)(4) that includes this safety syringe. The kit is the(B)(4) kit (lot # 210216-mh2. Haiou medical is the manufacturer of the syringe. (B)(4) does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The customer reported the inability to draw vaccine using the syringe. It seemed as if the needles are occluded. In addition, the needle sometimes falls off while administering and the number lines on some of the syringes are slanted making them difficult to read. No information was received regarding any serious injury as a result of this product malfunction.